Event description:
A positive immulite 2500 troponin result was obtained on a patient sample. The sample was repeated and the troponin result was negative. The sample was retested again (2x) and the troponin results were positive which confirmed the initial positive result. The positive results were reported to the physician. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of instrument and the data provided by the customer indicates that the discordant result could have been due to insufficient sample or reagent. There is also an indication that the sample identity may have been incorrect. The instrument is performing within specifications.